Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent struts were damaged and lifted from the stent profile. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damaged occured. The 85% stenosed target lesion was located in the left anterior descending artery (lad). A 2.75mm x 24mm promus element drug-eluting stent was advanced but the stent struts lifted during implantation. The procedure was completed using another device. No further complications were reported. Patient is stable.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product

Event description:
It was reported that stent damaged occured. The 85% stenosed target lesion was located in the left anterior descending artery (lad). A 2.75mm x 24mm promus element drug-eluting stent was advanced but the stent struts lifted during implantation. The procedure was completed using another device. No further complications were reported. Patient is stable.